Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The parent of the patient reported that the patient had a sudden change in coupling as of date notified. It was stated that the patient would not move and the coupling would go from 8 boxes to 0 randomly. The implantable neurostimulator recharger (insr) also turns itself off abruptly and is doing "weird stuff." When the patient charges they feel weird and have sudden pain/shocking at the implant site in their chest, which started 30 minutes into charging. It was confirmed the pain was only when the patient was charging and would go away immediately when the patient stopped charging. They attempted turning down the ins settings which did not help with the pain. The ins would also deplete more quickly than usual but also charges up more quickly than usual as of (B)(6) 2016. Normally the patient could go anywhere from 2-3 weeks before having to charge, but the battery was showing it needed to be charged when it had only been 1 week. It would also normally take 4 hours to charge the ins but in a matter of 1 hour it went to 50%. There were no related falls/trauma and no change to the implant site. A replacement recharger was sent to the patient. There were no out of box failures alleged. The patient's indication for implant is parkinson's dual, dystonia, and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that over 2 years ago the patient had felt shocks and sharp pains at the implant site while sitting in church. The patient went to the doctor's office and saw 2 reps and the ins was turned off for a while, then the patient did pretty good. Then just a few months ago the ins shocked the patient again when the ins was being charged. There were no further complications reported.